Manufacturer narrative:
(B)(4). Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unit also received with constant pump error alarm during rewind. Problem isolated to motor. Unable to confirm pump error alarm due to constant pump error 38 alarm during rewind. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarms. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.